Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the drawer failed.As per part investigation, it was determined that thermal event present on one of the received ASSY RETRACTOR DWR HH CUBIE, due to cross continuity on the internal copper wires, which caused overheating.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 06-SEP-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. PART ANALYSIS:The reported condition of MPARAIR was confirmed by the field service engineer (FSE) and subsequently confirmed in the DCHU inspection process. The device was initially evaluated by the BD FSE under WO (b)(4). Upon initial inspection, the drawers 1.1, 1.2, 2.1 & 3.1 were performed an MPAR. Every retractor was replaced, tested on all drawers and pockets, tested ok. The station was left performing as intended. During DCHU Visual Inspection: P/N 353844-01: The parts were received with no missing components on any assembly. Dark marks were detected on the flat flex cables of assemblies 1 & 2, indicating physical damage. On assembly 3 there were normal wear marks on the flat flex cable, but the knuckle mount had signs of physical damage as cracks on the mounting hole. On assembly number 4 there were signs of thermal damage as overheating deformation of the copper wires of the flat flex cable. Closer inspection using a manual microscope detected the internal wires shorted which produced excessive heat on the filaments. During DCHU Testing: P/N 353844-01: Since thermal damage was detected on the fourth assembly upon visual inspection, no testing is to be performed. On the other three assemblies, physical damage was detected; therefore, testing was not performed as well. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE:The root cause of the reported complaint is the thermal event present on one of the received ASSY RETRACTOR DWR HH CUBIE, due to cross continuity on the internal copper wires, which caused overheating. additionally physical damage to the other three assemblies, caused communication issues with the station.